Manufacturer narrative:
No physical damage to cartridge holder or inpen front or back shell was noted. Cartridge holder locks properly in place. Unit did pair successfully to commercial app. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Unable to perform baseline and wireless functionality and displacement dose accuracy due to dial misalignment. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen failed dialing alignment inspection. Therefore, dial misalignment was confirmed. Inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Cap anomaly was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged damage on the plastic cartridge and dial misalignment issue. The customer reported no adverse event. The event involved product mmt-105nngyna. Troubleshooting was performed and indicated that dial misalignment was greater than (B)(4) unit. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-105nngyna will be returned for analysis.